Manufacturer narrative:
Based on the claim against the product by the customer noting vessel sealer extend (vse) energy cord was not properly being retained within the e-100 generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse observed node was disabled and possibly occurred during previous fse visit. The fse made electrical/ mechanical adjustment and reported issue was resolved. The system was tested and verified as ready for use. The complaint regarding vse instrument energy cord was not properly being retained within the e-100 generator was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, the robotic coordinator contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) to report that the vessel sealer extend (vse) instrument energy cord was not properly being retained within the e-100 generator. The caller stated that the cord was wobbly in the e-100 generator and that they received a connectivity issue message on the screen. The caller reported that site moved the vse instrument down to the iesu generator and it was working properly. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the machine was switched out before they could get the numbers.

Event description:
Refer to h10/h11 for follow-up information.